Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 1000 mg/dl with ketones (size not specified) on (B)(6) 2025; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, due to the elevated blood glucose, the customer experienced eyesight issues). Customer was discharged approximately 2 days later, (B)(6) 2025 with the issue resolved.